Manufacturer narrative:
Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was discarded. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: significant pleural or pericardial effusion requiring drainage.

Event description:
It was reported to gore that a 25mm gore® cardioform septal occluder was selected to be used to treat a patient with patent foramen ovale (pfo). The left atrium of the patient was reported to be very small and during deployment it was noticed that there was a pericardial effusion which required drainage. The patient was auto transfused and is doing well. The pfo closure will be scheduled at a later date.